Event description:
On (B)(6) 2022 a patient in germany underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2022 the patient experienced a tubing dislocation. On (B)(6) 2022 the patient had received a new tube. It was reported that the patient experienced swallowing difficulties and pneumonia (type unknown) on (B)(6) 2022. It was unknown if the patient experienced swallowing difficulties and pneumonia prior to or after the tubing replacement.

Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Pneumonia is a known complication of a j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.